Manufacturer narrative:
(B)(4): the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok/enter button was not working as well as it used to. The reporter stated that sometimes it did not respond and sometimes it would not respond as easily. The reporter stated that it was as if the button was disappearing underneath the keypad. The reporter confirmed that the rubber was intact and that the other buttons were functioning normally. This report is made based on the allegation of an intermittently responding ok button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.